Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume folfusor under infused. Approximately 40% of the solution remained in the device after the set was disconnected. The device was filled with 8g flucloxicillin in 230ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 07/22/2021.

Manufacturer narrative:
H10: the actual device was received for evaluation. The sample was returned to the plant containing 61 ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Baxter was unable to determine the root cause for this under infusion report. The following factors may affect the flow rate and be potential causes for this report: (1) fill volume, (2) temperature, (3) viscosity of the medication, (4) the difference in height between the fill port and the distal end luer lock/flow restrictor and (5) catheter size. The influence of all these factors is described in the product labelling. The products¿ instructions for use provides further information on the five (5) factors listed above. Should additional relevant information become available, a supplemental report will be submitted.